Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark picture. The event occurred during the perioperative period of a urology procedure. The intended procedure was completed with the same device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented outer tube; damaged fiber bonding in the outer tube area (distal end); light transmission lost or too low; and broken light guide bundle of the video cable section. A root cause could not be identified. Based on the results of the investigation, it is likely the picture was dark due to the broken light guide bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.